Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a debris inside the light guide lens and the objective lens, as well as white residue inside the air/water channel, the air/water cylinder, and the auxiliary water channel on the insertion tube side. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Updated fields: h2, h11. Corrected fields: h8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer